Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Additional information was requested, but no further information was received.

Event description:
Medtronic received information that immediately following implant of this annuloplasty band, this device was explanted and a prosthetic valve was implanted. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.